Event description:
New information noted that the patient was seen in clinic and physician decided to implant a new system to resolve atrial lead noise. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2019. Old system was left insitu on the left side and the new system was implanted on the right side. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed atrial lead noise. No intervention was performed. Patient was stable and would be monitored.